Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows and pop off valve were replaced. The unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. The patient was manually ventilated to complete the case. There was no report of patient injury.